Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare professional (hcp) via a manufacturer representative. It was reported that the system was explanted. It was noted that impedances were out of range. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare professional (hcp) via a manufacturer representative. It was reported that impedances were not measured; however, it was unclear as it was previously reported by the hcp that impedances were out of range. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) regarding a patient in a clinical study (sdy) who was implanted with a neurostimulator for spinal pain. It was reported that the patient was not using their device for pain relief as it did ¿not help much¿. They had inadequate pain relief and was using the stimulator less than 1% and for less than 1 hour. On (B)(6) 2018, they were reprogrammed and the pain coverage in their left buttock was relieved. On (B)(6) 2018, they complained of unbearable stimulation and had an undesirable change in stimulation. The vibration was unbearable at the high frequency setting and the patient felt paresthesia in their perineum. The issue was noted to be resolved without sequelae on (B)(6) 2018, but it was also reported that the patient was scheduled for removal surgery on (B)(6) 2018. No further complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare professional (hcp) via a manufacturer representative. It was reported that the cause of the inadequate pain relief and paresthesia in the patient¿s perineum was not determined. The patient was exited from the study. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare professional (hcp) in a clinical study (sdy). It was reported that the patient had stimulation in an undesirable body area.